Event description:
It was reported that during preparation of the 6.0 x 100 mm armada 35 balloon dilatation catheter, when aspirating the balloon air was noted coming into the syringe and a hole was noted in the balloon. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.